Manufacturer narrative:
The reagent lot number is 936908. The expiration date was not provided. The qc recovery data provided was within specification. The field service engineer (fse) replaced the cuvettes. The investigation is ongoing.

Event description:
There was an allegation of questionable triglycerides results for 1 patient sample on a cobas 8000 c702 module. The initial result was 1.41 mmol/l. The customer questioned the result as the sample appeared highly lipemic. A 1:10 automated dilution was performed on the sample, and the result was 61.12 mmol/l.